Event description:
Caller states that her husbands tracheostomy tube has a slow leak. She states that the tube was inserted on (B)(6) and started leaking on (B)(6). She stated that her husband is on a ventilator at night and for a couple of hours during the day. The caller confirmed that recannulation of a replacement tube was required.

Manufacturer narrative:
The sample associated to this report is currently in transit to the manufacturing site for analysis.